Event description:
A male pt underwent a cardiac catheterization procedure in 2008 which was performed via 6 french procedural sheath placed in the right common femoral artery (cfa). The cfa was noted as > 6mm with no indications of pvd or calcium present. At the conclusion of the catheterization procedure, a mynx vascular closure device was prepped and the deployment was attempted by a physician in training to become mynx certified. Hemostasis was not achieved with the closure device and the pt was converted to manual compression. Recovery and discharge were without incident and per hospital protocol. Five days post procedure, the pt returned with reports of pain and swelling below the knee. The pt underwent a 2nd percutaneous procedure at which time an occlusion at the tibial peroneal was noted. The pt was given tissue plasminogen activator (tpa) in an effort to dissolve what was thought to be a blood clot; however, flow was not restored within 48 hours. The pt underwent an embolectomy at the tibial peroneal. The source of occlusion was retrieved, however was not sent to pathology for further investigation. The pt recovered and was discharged without further clinical sequelae.

Manufacturer narrative:
The device was not returned for eval and the lot number was not provided. There was no analysis of the physical or chemical composition of the removed occlusion to conclude what was aspirated from the vessel. Based on the limited info provided, the root cause of the incident could not be determined.